Event description:
Report received from (B)(6) stating "difficult to enter the 1.8 mm incision, they had to change the sleeve. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.